Manufacturer narrative:
Date of report: 16jul2019. Date rec'd by MFR: 03jul2019. The gas delivery system (gds) was received for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and was not returned with the gds assembly. Visual inspection of the gas gds revealed no evidence of damage or contamination. The gds was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation revealed that a defective component (u1) on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The customer troubleshot with technical support. The customer replaced the air flow sensor to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator was failing the air flow test. No patient involvement. Event date not specified, estimate used.